Event description:
Information received indicates, the brake casters are not holding when in brake.

Manufacturer narrative:
The technician found the brake block was broken allowing the bearing to become loose. The technician replaced the brake block and bearings to repair the bed.